Event description:
The patient reported that the up arrow button has intermittently stopped responding when trying to enter data into pump. The patient reports that when entering data with up arrow button, the numbers pause and then continue. The patient reportedly wore the pump in a protective case attached to belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and the up arrow button contact was misaligned.